Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 3005188751-2016-00064, 3005188751-2016-00066, 3005334138-2016-00049, 3005334138-2016-00051. During an atrial fibrillation procedure, a pericardial effusion occurred. After advancement of the introducer into the left atrium, the sideport detached from the introducer. A new introducer was advanced with no issues. At the end of the procedure, following isolation of the veins, an ice image confirmed an effusion. The activation map of the left atrial flutter was continued with some septal ablation. After reviewing the ice images, it was noted the effusion had increased. The patient was asymptomatic and a pericardiocentesis was performed. The physician does not believe the pericardial effusion was related to the performance of any sjm device.